Event description:
It was reported that during the pt's dialysis treatment air was noted in the arterial blood line. Upon inspection a crack was noted where the catheter lumen meets the hub. The pt went to the emergency room and had the catheter changed over a guide wire. The pt lost >100 cc of blood.